Manufacturer narrative:
The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Unit had cracked case at display window corner upper right, lower left and lower right corners, a scratched display window,cracked reservoir tube and cracked battery tube threads. No damage noted on keypad graphics panel. Device was received without original belt clip or holster. Unable to verify damage to belt clip or holster. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 71 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.